Manufacturer narrative:
Additional lot numbers: 9198677, 9205613; additional expiration dates: 2020-07-31, 2020-08-31 a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Additional manufacture dates: 2019-07-17, 2019-07-24.

Event description:
Customer started testing sxt after seeing an article about false resistance in automated systems. Isolates have been sensitive by (B)(6). Isolates are 18-24 hours old and taken from tsa w/ sb using a cotton swab. It is not known for sure if results were erroneous. Around 150 isolates in question, over 3 lot numbers.

Manufacturer narrative:
H.6. Investigation summary : this complaint is for false resistance of staphylococcus aureus to sulfamethoxazole-trimethoprim (sxt) when using phoenix panel pmic 108 (448418) batches 9065936, 9198677, and 9205613. The customer provided ten isolates for investigation and 25 panels of batch 9205613. Retention panels of batch 9198677 were used to test isolates 30, 32, 36, and 39. Retention panels of batch 9065936 were used to test isolates 38, 41, and 42. Returned panels of batch 9205613 were used to test isolates 130, 132, and 133. All isolates were also tested with a separate control batch. All isolates, with the exception of isolate 36, yielded resistant results for both the complaint batches and control batch. Disk diffusion was performed twice as confirmatory testing. The disk diffusion results yielded susceptible results for all isolates. This complaint is confirmed. A review of quality notifications revealed no quality notifications noted on the complaint batches for this defect. Complaint trending was performed and no trends were identified associated with this issue. Bd ID/ast plant quality will continue to monitor for trends. Bd would appreciate any additional affected isolates as the customer mentioned there were approximately 150 isolates affected. Investigation conclusion this complaint is confirmed. Root cause description root cause was not determined. Rationale complaint trends do not exist; therefore, a CAPA is not required. H3 other text : see section h.10.

Event description:
Customer started testing sxt after seeing an article about false resistance in automated systems. Isolates have been sensitive by kirby bauer. Isolates are 18-24 hours old and taken from tsa w/ sb using a cotton swab. It is not known for sure if results were erroneous. Around 150 isolates in question, over 3 lot numbers.